Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior pancreaticoduodenal artery (ipda) using pod6 coils. During the procedure, the physician placed a non-penumbra microcatheter in the target vessel and then advanced a px slim delivery microcatheter (px slim) through it. While attempting to advance a pod6 coil through the px slim, the physician experienced resistance at the tip of the px slim and subsequently, the pod6 coil became stuck and was unable to advance out of the px slim. The physician then removed the px slim containing the pod6 coil from the patient. While the devices were outside of the patient's body, the physician attempted to advance the pod6 coil out of the px slim but still encountered resistance and the coil was unable to advance out of the px slim. Therefore, the pod6 coil was removed from the px slim and the procedure was successfully completed using another manufacturer's coil and the same px slim. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) but did manually flush the px slim after every coil insertion during the procedure. There were no damages to the px slim after removal from the patient. Additionally, there was no report of an adverse effect to the patient.